Event description:
Pfs and medical records received. Pfs alleges pain, discomfort, and increased metal ions. Patient was revised on (B)(6) 2014, but no revision operative note has been provided at this time. No labs have been provided for alleged high metal ions-it should be noted that patient had a poly liner revised. The femoral head and stem were competitor products.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases found no similar or related reports against the provided product/lot combination. X-rays were reviewed. It should be noted; the reported device is considered non-contributing to this event. The depuy device was used in conjunction with a competitors system. This use is not recommended and is considered off-label use. The investigation can draw no further conclusions with the information made available. Based on the performed investigation, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 4/28/15 medical records received. A correct dor was provided. After review of the medical records for MDR reportability, the revision operative note indicated a loose stem (competitor stem) and mild amount of metal on metal debris(from previous revision- (B)(4)). The depuy liner was revised, but there was no mention of any failures associated with it. The complaint was updated on:5/19/2015.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Update (B)(6) 2015: medical records received. After review of the medical records for MDR reportability, lab results from (B)(6) 2014 (after dor) indicated cobalt and chromium levels below 7ppb. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: (B)(6) 2015.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.